Manufacturer narrative:
H.6. Investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos for the reported complaint of ¿mixed product¿ regarding material number 307758 and lot number 2363385. From the photos, the defect cannot be confirmed. A device history review was performed for material number 307758 with lot number 2363385 and there were no quality notifications found for this lot from its production date to its dispatched-on date. The investigating team has used retention samples for investigating the reported defect. The investigating team has visually checked the samples for mixed product and no defect was found in the retention samples. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd emerald flow wrap 10 ml syringe with 21g x 1" needle the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: different product in the box. In emerald 10ml(cat-307758) with needle box without needle syringes(cat 307726) is filled.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald flow wrap 10 ml syringe with 21g x 1" needle the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: different product in the box. In emerald 10ml(cat-307758) with needle box without needle syringes(cat 307726) is filled.